Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The customer contact stated that the devices were repaired at the user facility. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidences of during preventative maintenance testing at the user facility, the devices did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.